Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, high pacing thresholds were noted. In addition, helix extension difficulties were encountered. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.